Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. When reviewing reportable events we have found two additional cases with a similar fault description (seat insert not present in the seat or a seat detachment from the device:). Taking into consideration more than (B)(4) calypso devices manufactured since 1996 the trend observed for this failure mode is considered to be low. It is indicated the person was sitting in the calypso device when the plastic seat insert became detached. From the complaint description and technician check we concluded that the device was up to the specification. There was no indication of seat insert catches malfunction, it is likely that the seat insert was not installed correctly by the user. We were not able to find any deficiency with the device. The device was being used for pt handling and in that way contributed to the event. We have not been able to find any contributing manufacturing anomalies. It can be suggested in this event there was no deficiency with the device but a use error caused the event. The most relevant use error was a failure to install the seat insert properly before transferring and bathing procedure.

Event description:
(B)(4).